Event description:
It was reported that the patient had a surgical procedure to explant an artificial urinary sphincter(aus) cuff due to urethral erosion. A new cuff will be implanted in approximately three to six months. A patient outcome of fully recovered was reported.